Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2021-03000. It was reported that the patient was brought into trauma on (B)(6) 2021 due to concerns of a stroke. A log file review was requested. The log file contained intermittent pi events as well as routine power source changes. Initial review of the log file noted a brief loss of external power on (B)(6) 2021 that appeared to be the result of the patient disconnecting both controller leads from power at the same time. Further review of the log file showed the no external power was the result of a loss of ac power while the device was connected to the mobile power unit (mpu). This alarm quickly resolved once the mobile power unit (mpu) was reconnected. Technical services was unable to correlate the patients current clinical condition with the parameters in the log. The pump appeared to be operating as intended with no other notable alarms or events recorded. It was reported patient support was ongoing.

Manufacturer narrative:
Section a: multiple attempts for patient information were made, however no response was received. Section d4 and h4: multiple attempts for device serial number were made, however no response was received. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The log file contained approximately 41 days of data (09apr2021 ¿ 20may2021 per the timestamp). The log file captured no external power and low voltage hazard alarms on 18apr2021 at 7:18:34 due to a temporary loss of power while connected to the mobile power unit (mpu). The system controller backup battery supplied power to the system during the loss of external power. The alarms were resolved when power from the mpu was restored. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for evaluation. Multiple requests were made to obtain additional event information (including the serial number of the mpu, if the mpu would be returned for evaluation, if the mpu has a v-lock connector on the ac power cord, if the power cord came loose at the wall/outlet or from the back of the unit, and if there were any environmental circumstances that would have affected ac power at the time of the event); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.